Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic presented in clinic for follow up. The patient received vibratory alert for v lead noise resulted in inappropriate vf detection. The noise was caused by a loose setscrew. The physician reconnected the pin and tightened the setscrew. The issue was resolved and the device remains implanted.